Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the device extruded through the skin (date not reported) resulting in the decision to explant the device. Subsequently on (B)(6) 2016, the device was explanted. The device has not been made available for analysis as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
This report is filed july 15, 2016.

Manufacturer narrative:
Correction; the correct serial number of the device is (B)(6); not (B)(6) as previously reported.